Event description:
During initial assessment of a returned homechoice pro machine, a baxter technician identified an increased intra-peritoneal volume (iipv) in the logs. The iipv occurred on (B)(6) 2011 at 22:27:13 during cycle 1. The drain volume equaled 4187ml. The largest prescribed fill volume equaled 2500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). This report of an increased intra-peritoneal volume (iipv) found in the device logs was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was an insufficient drain due to a false empty detect at initial drain. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be insufficient drain, due to a false empty detect at initial drain and the initial drain alarm volume was met.